Event description:
Pt started using infusion device in (B)(6), 2010. Three to four weeks later, infusion device displayed electronic error (e7). Pt changed battery and infusion device functioned as intended. Pt then began to experience hyperglycemia of unk cause. Blood glucose would elevate to range of 200 mg/dl - "hi." Pt corrected hyperglycemia by delivering insulin through infusion device and changing accessories, but this was not successful. Pt switched to backup infusion device using the same basal rates, and blood glucose returned to "ok" level. Insulin cartridge and infusion tubing are used for 5-6 days. Pt occasionally tested positive for ketones. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 90-130 mg/dl during the day and 140 mg/dl during the night. Pt did not lose consciousness. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.